Manufacturer narrative:
Other devices listed in this report: cat # unknown, lot # fm 086557 002, description: unknown mitch mega cup, manufacturer: depuy. Cat # unknown, lot # fm064400, description: unknown mitch head, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Not returned to manufacturer

Event description:
The surgeon informed (B)(6) 2016 to regional manager of orthopedics stryker that patient's right hip operated 2008 at (B)(6). Implants are accolade+mitch mega cup. (B)(6) 2016, hip revision/armd (adverse reaction to metal depris). During the operation there was so much bone loss, they stopped operating and removed only cup. They closed the wound and decided to order patient specific acetabulum support cup.